Event description:
It was reported that there were noise and initialization issues coming from the handpiece holding the probe during the breast biopsy. The doctor was able to complete the case. There was no patient consequence reported.